Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. The pump passed the displacement test and the dat. No motor displacement anomaly noted during testing. No reservoir alarm noted. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No data anomaly noted during care link pro download. Successfully downloaded history files and traces using thus. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. In summary, the customer alleged possible over delivery anomaly not confirmed. The pump passed the displacement test and the dat. No motor displacement anomaly noted during testing. No reservoir alarm noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also received low reservoir alarm. The customer was treated with glucose. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-864a. Troubleshooting was performed for sensor glucose and blood glucose, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 62 mg/dl, and the sensor glucose value was 94 mg/dl at the time of the event. Troubleshooting was performed for hypoglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump was over-delivering the insulin, and the pump was exposed to a magnetic field. Troubleshooting was performed for the low reservoir alarm, and the customer was able to clear the alarm. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040a. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the infusion set. Mmt-864a was requested, and the customer responded that the device would be returned.